Event description:
It was reported that customer's blood glucose was low. Customer's blood glucose was 99 mg/dl before leaving her place and it down to 47 mg/dl. Customer has not given any insulin yet, her doctor will adjust the settings in the insulin pump. Customer mentioned that her blood glucose dropped about 50 mg/dl after lunch. Customer declined to do troubleshooting for low blood glucose. Customer was having low blood glucose due to her settings needs to be adjusted. It was mentioned that customer blood glucose was 151 mg/dl. Advised the customer to speak with healthcare provider regarding her low blood glucose and to monitor the insulin pump and call back if further assistance is needed. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.